Manufacturer narrative:
T:flex user guise states: only humalog® and novolog® have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus via the pump was delivered to address the bg level. The customer performed troubleshooting on their own prior to contacting tandem technical support and found the occlusion to be within the cartridge. Reportedly, the customer uses u-500 insulin in their cartridge. Cts informed the customer that u-500 is contraindicated for use with the pump. A cartridge change was performed to address the occlusion alarm and insulin deliveries were resumed.